Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient wanted to know when she should increase stimulation. The patient stated if she lays a certain way her right toe twinges and it started around (B)(6) 2018. She stated she was laying around a lot because she was depressed. She also stated she could not sit because she had insomnia. It was noted that she could feel "throbbing" sometimes. Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient had issues with her device and needed professional help with it. The patient had multiple concerns with her interstim. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: it was reported the patient says she was having issues with a lot of spasms to the point where one night she woke out of bed screaming because she couldn't stand it. Patient increased stim to a higher level and it has been helping her a lot for a month or two, but the nurse told her not to have it that high because the battery will deplete too quickly. Patient services reviewed that, yes, it will deplete the battery faster, but reviewed that the most important piece is her symptom control, and directed to doctor to calculate battery longevity if desired. Patient will monitor symptoms now that change was made and will follow up with doctor if doesn't resolve. No further complications were reported or are anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.